Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("patient in for essure removal procedure and removal of "embedded iud"") and embedded device ("patient in for essure removal procedure and removal of "embedded iud"") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: medical device monitoring error "patient in for essure removal procedure and removal of "embedded iud" (essure and mirena used concomitantly)". On unknown date(s), the patient started essure and mirena (intra-uterine) 52 mg, 20 mcg/24hr continuously. On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device difficult to use ("embedded iud removal attempt in office was unsuccessful"). The patient was treated with surgery (patient was in for essure removal on (B)(6) 2017) and surgery (successful iud removal in or during hysteroscopy for essure on (B)(6) 2017). At the time of the report, the medical device removal, embedded device and device difficult to use outcome was unknown. The reporter provided no causality assessment for medical device removal, embedded device and device difficult to use with essure and mirena intrauterine device. Quality-safety evaluation of ptc: essure sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jun-2017: follow-up attempts has been completed with no response to date. Company causality comment: this medically confirmed spontaneous case report from a physician refers to a female patient who was using essure (fallopian tube occlusion insert) and mirena (levonorgestrel, ius) at the same time. She experienced medical device removal ("patient in for essure removal procedure and removal of "embedded iud"") and embedded device ("patient in for essure removal procedure and removal of "embedded iud""). The mirena was embedded and after a failed removal attempt it was removed during hysteroscopic removal of essure. The reason for essure removal was not provided. Both events are serious due to their medical significance and anticipated in the reference safety information for essure and also listed in the reference safety information for mirena. Uterine embedment may occur with any intrauterine device, most often during insertion. The risk of embedment is increased in breastfeeding women and in women up to 36 weeks after giving birth, and may be increased in women with fixed retroverted uterus. In this particular case, the exact date and the mechanism of the embedment are not known. Nevertheless, regarding the nature of the event, the causality of embedded device and mirena is assessed as related. The causality of embedded device and essure is unrelated as it was only reported that mirena was embedded. In this case limited information was reported. Although, the reason is not known, regarding the nature of medical device removal and that it refers to essure inserts, causality cannot be excluded (related). As this event refers to essure, its causality is assessed as unrelated to mirena. This case was regarded as incident since device removal was required. Essure´s product quality analysis concluded thas as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Despite follow-up attempts no further information was received.

Manufacturer narrative:
Quality-safety evaluation of ptc: essure sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report from a physician refers to a female patient of unspecified age who was using essure (fallopian tube occlusion insert) and mirena (levonorgestrel, ius) at the same time. She experienced medical device removal ("patient in for essure removal procedure and removal of "embedded iud"") and embedded device ("patient in for essure removal procedure and removal of "embedded iud""). The mirena was embedded and after a failed removal attempt it was removed during hysteroscopical removal of essure. The reason for essure removal was not provided. Neither the reason for using mirena and essure, as this is not an approved concept. Both events are serious due to their medical significance and anticipated in the reference safety information for essure and also listed in the reference safety information for mirena. Uterine embedment may occur with any intrauterine device, most often during insertion. The risk of embedment is increased in breastfeeding women and in women up to 36 weeks after giving birth, and may be increased in women with fixed retroverted uterus. In this particular case, the exact date and the mechanism of the embedment are not known. Nevertheless, regarding the nature of the event, the causality of embedded device and mirena is assessed as related. The causality of embedded device and essure is unrelated as it was only reported that mirena was embedded. In this case limited information was reported. Although, the reason is not known, regarding the nature of medical device removal and that it refers to essure inserts, causality cannot be excluded (related). As this event refers to essure, its causality is assessed as unrelated to mirena. This case was regarded as incident since device removal was required. Essure´s product quality analysis concluded thas as a defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("patient in for essure removal procedure and removal of "embedded iud"") and embedded device ("patient in for essure removal procedure and removal of "embedded iud"") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: medical device monitoring error "patient in for essure removal procedure and removal of "embedded iud" (essure and mirena used concomitantly)". On unknown date(s), the patient started essure and mirena (intra-uterine) 52 mg, 20 mcg/24hr continuously. On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device difficult to use ("embedded iud removal attempt in office was unsuccessful"). The patient was treated with surgery (patient was in for essure removal on (B)(6) 2017) and surgery (successful iud removal in or during hysteroscopy for essure on (B)(6) 2017). At the time of the report, the medical device removal, embedded device and device difficult to use outcome was unknown. The reporter provided no causality assessment for medical device removal, embedded device and device difficult to use with essure and mirena intrauterine device. Company causality comment: this medically confirmed spontaneous case report from a physician refers to a female patient of unspecified age who was using essure (fallopian tube occlusion insert) and mirena (levonorgestrel, ius) at the same time. She experienced medical device removal ("patient in for essure removal procedure and removal of "embedded iud"") and embedded device ("patient in for essure removal procedure and removal of "embedded iud""). The mirena was embedded and after a failed removal attempt it was removed during hysteroscopical removal of essure. The reason for essure removal was not provided. Neither the reason for using mirena and essure, as this is not an approved concept. Both events are serious due to their medical significance and both are anticipated in the reference safety information for essure and also listed in the reference safety information for mirena. Uterine embedment may occur with any intrauterine device, most often during insertion. The risk of embedment is increased in breastfeeding women and in women up to 36 weeks after giving birth, and may be increased in women with fixed retroverted uterus. In this particular case, the exact date and the mechanism of the embedment are not known. Nevertheless, regarding the nature of the event, the causality of embedded device and mirena is assessed as related. The causality of embedded device and essure is unrelated as it was only reported that mirena was embedded. In this case limited information was reported. Although, the reason is not known, regarding the nature of medical device removal and that it refers to essure inserts, causality cannot be excluded (related). As this event refers to essure, its causality is assessed as unrelated to mirena. This case was regarded as incident since device removal was required (intervention required). A product technical analysis and further information are being sought.